Manufacturer narrative:
Concomitant medical products: juvéderm® volbella¿ with lidocaine, juvéderm ultra¿ xc. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports 1 ml juvéderm® volbella¿ with lidocaine injection to the dark circles, lip contour and red lip. 2 ml juvéderm¿ voluma¿ with lidocaine applied to malar, top model. 1 syringe of juvéderm ultra¿ xc was injected into the prejowl and temple areas. 1 ml juvéderm¿ volift¿ with lidocaine was applied into the piriform pit and nasolabial groove. 2 weeks later, the patient was treated with sculptra (poly acid -l-lactic). The patient wished to improve the signs of skin aging and improve double chin. The month after injection to the malar region, temple, eyelids, lips, chin and bilateral nasolabial fold, patient developed mild sore throat. Hardened edema started in the malar region one week later. Severe generalized facial edema developed 5 days later. Patient also complains of difficulty smiling and pain in the malar region. No phlogistic signs; denies fever, gastrointestinal infection. Without identifying any foci of injection, physician attributes the triggering of the edema to the use of medication to lose weight (belviq )initiated 4 days prior to symptom apparition. 5 days later, patient received emergency care - hydrocortisone intravenous 1 ampoule; fenergan intramuscular. Innocent laboratory tests. Sinus CT showed soft tissue edema. After attending the emergency service, patient maintained a prednisone dose of 60 mg/day. The following week, belviq treatment suspended and hyaluronidase 1.5ml applied to the bilateral malar region. Corticosteroid weaning initiated. Patient evolved with complete resolution of the lesions, but after restarting the use of the weight loss medication a new episode of edema appeared. Laboratory exam without changes. CT of the sinuses showed soft tissue edema. Us of soft parts of the face: no nodules or collections. Blood count mentioned. Clinical follow-up twice a week at a dermatology clinic. Symptoms partially resolved. Patient evolving with improvement of edema and pain in the face after hyaluronidase injection. Treatment continued with prednisone 20 mg/ day + ciprofloxacin 500 mg started every 12 hours for 14 days + clindamycin 300 mg 2 tablets every 8 hours for 14 days. - current medications include prednisone 10 mg / day. Patient is now asymptomatic. This is the same event and the same patient reported under the following: MDR ID# 3005113652-2020-00078 (allergan complaint # (B)(4)). MDR ID# 3005113652-2020-00079 (allergan complaint # (B)(4)). MDR ID# 3005113652-2020-00080 (allergan complaint # (B)(4)). This MDR is being submitted for the juvéderm¿ volift¿ with lidocaine injection.